Manufacturer narrative:
This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The manufacturer representative (rep) reported that on january 10, 2022 they met with the patient because the patient was not able to feel stimulation at their usual intensities.  Impedances were checked and contacts 0-12 were out of range impedances.  The rep was able to reprogram and cover the patient's painful areas.  The patient was going to call their doctor to discuss scheduling a lead replacement, but the rep noted that surgical intervention was not planned or scheduled yet.  Patient weight was asked for but unknown.   The patient did not have any falls, but they reported they had a few near miss falls and they had lost a little weight. Additional information was received from the manufacturer representative (rep) clarifying that the patient¿s impedances were high >10,000 ohms on all electrodes except for 13, 14, and 15. It was also clarified that the patient¿s ins was not ruled out as the cause of the out of range impedances. It was unknown if surgical intervention would be pursued to address the out-of-range impedances. It was confirmed that the patient was able to feel stimulation after they were reprogrammed on january 10th. It was indicated that the provided information had been confirmed with the physician. No further complications were reported/anticipated.